Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the customer reported complaint of "wires have been broken". In addition, the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. While there was no harm or injury to patient, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps had broken wires. The customer used a spare instrument to continue. The procedure was completed with no reported injury.